Event description:
The alaris system infusion pump was reported to biomed that pump turns on but alarms "check IV set". The pump was sent out for repair a few months ago to the manufacturer. The pump was returned to the hospital. The broken lower hinge bezel was replaced.